Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that according to the surgeon this patient had her left tha almost 2 years ago. After the primary lt tha, she was doing activities that were not recommended and the patient dislocated. The surgeon told me that the patient then dislocated another two times over the course of a year, hence why he was wanting to revise and put in a constrained liner. Surgeon removed the head and liner, inserted the new constrained liner and head, along with locking ring. The surgeon was happy with the end result. Doi: unknown, dor: (B)(6) 2021, affected side: left hip.